Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af). The right atrial (ra) lead exhibited intermittent undersensing and high thresholds. The lead was explanted and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.